Event description:
Caller alleged discrepant results compared with another inratio2 meter. Customer performed a side by side comparison using two inratio2 meters.

Manufacturer narrative:
Investigation pending.